Event description:
Customer called to report receiving a "reagent pack monitoring has detected a reagent dispense failure" event log message on two triage bnp reagent packs (reagent lot 115953, reagent pack s/n (B)(4)) on the unicel dxi 800 access immunoassay system. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the issue. The cts reviewed inventory of the system to investigate the issue. The cts found that the two bnp packs were removed from another dxi instrument s/n (B)(4) and placed onto this dxi instrument. Pack s/n (B)(4) was removed with 13 tests remaining, and pack s/n (B)(4) had 35 tests remaining. Per software design, the reagent pack process monitoring algorithm identified the tests with insufficient reagent, flagged them and produced suppressed results. Each shared pack was then marked as unusable after three dispense faults accrued. The cts concluded confirmed pack sharing between the two dxi instruments in the laboratory. The cts instructed customer in proper reagent pack loading. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The cause of the event is due to user error as customer did not follow the published reagent pack loading requirements. Reagent pack loading and unloading requirements are documented in section 3 of the unicel dxi instructions for use. The issue was addressed with the troubleshooting guidance provided by the cts. Customer has not called back to report any further issues relating to this event. (B)(4).